Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The defibrillation conductor was distorted, there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself, and there was apparent explant damage.

Event description:
It was reported that right ventricular lead was out of position and had loss of pacing. The physician felt the lead was too short for the patient. The lead was explanted and replaced. No patient complications have been reported as a result of this event.